Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-ray for l2 kyphoplasty shows cement extravasation in one of the perivertebral veins. This is a known event of kyphoplasty. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that the patient underwent balloon kyphoplasty at l2. Intra-op, the cement leaked. Cement was stored at proper temperature(s) before and during the procedure. Cement was mixed for 13 minutes and was in appropriate condition before being injected into the patient. Despite cement leakage, the procedure was completed successfully with the same product. No patient complication were reported as a result of this event.